Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011, including two leads (with the same lot number). An x-ray was taken, and it revealed one of the pt's leads had migrated. It was reported the pt was experiencing abdominal stimulation. The pt was working closely with her physician to determine the next course of action.